Event description:
A distributor reported that the audio bolus button requires multiple presses to obtain a response.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.